Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing, leading to inappropriate atrial tachycardia response (atr) episodes. It was noted, pacemaker-mediated tachycardia (pmts) episodes that ended with the algorithm appropriately. Additionally, it was noted that the patient experienced inappropriate electric shocks. No changes was recommended, the ICD is working as intended. At this time, this ICD system remains in service and there were no additional adverse patient effects reported.